Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated the alarm occurred with a new infusion set. Customer stated the alarm occurred during a manual prime. The customer's blood glucose was 175 mg/dl. The customer stated insulin was able to exit from the tubing with a push plunger. It was also found the insulin pump alarmed no delivery during a manual prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.